Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were missing. At the time of the report, the contact stated that the pump was functioning as intended. The user's blood glucose (bg) level was 500 mg/dl. The bg level was addressed with a bolus.